Event description:
[Tampon] was coming apart [device breakage]. Tampon was very stringy [device physical property issue]. Case narrative: relative/friend reported via email that the tampon was coming apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.